Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 40 mg/dl customer blood glucose at the morning was high 400 mg/dl. The customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose at the time of event was 407 mg/dl and the sensor glucose at the time of event was 125 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.